Event description:
It was reported that the front end of the guidewire was not smooth and the guidewire was exposed. Replace the vascular sheath kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to the state of the returned sample. One photograph of a wire was returned for evaluation. Inspection of the photograph found that only the ends of the wire were visible as the rest of the wire was obscured in the hands of the user. No obvious damage or protrusions could be seen on the surface of the wire. The tips of both ends of the wire are out of focus, preventing any detail from being discerned. Based on the returned photograph, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.